Event description:
It was reported to medtronic minimed that the customer experienced occluded, pump error 23, damage (physical or cosmetic), no delivery/occlusion alarm, unexpected battery power loss. The customer reported blood glucose value of 915 mg/dl. The customer reported hyperglycemia, hyperglycemia, diabetic ketoacidosis, diabetic ketoacidosis, diabetic ketoacidosis treated with ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. Customer reported the following led up to the event: the pump ran out of battery causing the pump not to deliver insulin. The event involved product(s) mmt-332a, unomedical, mmt-1880. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported receiving pump error 23. Customer was able to clear the error and complete the rewind process. Pump was recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. Customer declined to continue with troubleshooting. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer reported power loss.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) or insulin flow block/no delivery alarm noted 1 week prior to the event date 31-may-2024 in the pump history file. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6)2024 at 06:07:01.000. Power loss alarm on (B)(6)2024 at 22:26:55.000 and 22:27:02.000. Failed batt/battery failed alarm on (B)(6)2024 at 13:11:17.000 pump error 23 alarm on (B)(6)2024 at 22:24:03.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump received with normal operating currents. No unexpected insulin flow blocked/no delivery alarm, pump error 23 alarm, power loss alarm or battery failed alarm during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case near the corner of belt clip rails during the visual inspection. No cracks on the belt clip rails noted. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Cosmetic damage at belt clip rails (crack) was not confirmed, however, other cosmetic damage was noted. Customer alleged not confirmed for insulin flow blocked/no delivery alarm, pump error 23 alarm, power loss alarm and battery failed alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.